Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator and associated electrode were explanted due to a pocket infection. No additional adverse patient effects were reported.